Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer's blood glucose was unknown. It was also found the buttons were not properly working on the insulin pump. The customer stated they replaced the battery, but the issue persisted. The customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.